Event description:
It was reported that during a procedure, the blade unit froze. Further, the procedure was delayed a couple minutes while the blade unit was switched out to another one.

Manufacturer narrative:
The product was returned for investigation on (B)(4) 2012. The reported failure mode of "blade froze" was not confirmed. However, upon evaluation of the device on (B)(4) 2012, a separate failure mode was confirmed. The blade unit was missing a tooth; thus a report is being filed at this time. The cutter tip was slightly bent and its teeth damaged. Further inspection disclosed that one of the distal teeth was missing (broken). Friction wear marks could be observed on the housing window inner surface, caused by scraping of the bent teeth against the housing wall. Dents could also be observed on the housing window. Review of the device history record and non conformance report historical data associated to the subject part number and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root causes can be associated, but not limited to: components do not fit properly (alignment/gap between cutter/housing assemblies), excessive pressure (bending/prying), or contact of the shaver blade tip against a hard/metal object. In sum, the product was returned and the missing tooth failure mode was confirmed. The failure mode will be monitored for future reoccurrence.